Event description:
It was reported that a user experienced a low blood glucose event while using the ilet system with a libre 3 plus sensor, with a measured blood glucose of 70 mg/dl and associated symptoms described as feeling ¿siggy.¿ the user self-treated with oral carbohydrates, including fruit and a pastry, and a subsequent fingerstick blood glucose measured 107 mg/dl. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose without medical intervention or hospitalization. Investigation included troubleshooting and education provided by the agent, including instructions on pausing and resuming insulin delivery on the ilet. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.